Event description:
It was reported that during the implant of the left ventricular (lv) lead the physician noted that the catheter valve had an apparent leak after withdrawing the inner catheter. The catheter was functioning normally when inserted into the patient. The inner catheter was used to access the coronary sinus, and when the inner catheter was withdrawn it was noted that there was apparent blood leaking from the catheter. The physician continued on with the case and successfully completed the lead implant with the same catheter in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).